Event description:
Complainant alleged that during a routine shift check, the autopulse® platform displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) message upon power up. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform shows no damages. A review of the archive was performed and the reported complaint that the platform displayed a user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) was confirmed. The archive data shows that multiple ua7 faults occurred on the reported event date of (B)(6) 2014. Functional testing was unable to be performed due to the ua7 fault, that was observed upon power up of the platform. It was determined that one of the load cell modules was at fault. Based on the investigation, the part identified for replacement was the load cell. In summary, the reported complaint of a ua7, was confirmed based on the archive review and upon power up of the platform. The fault was found to be due to a defective load cell. Upon replacement of the load cell, the platform passed all testing criteria.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 03/20/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.